Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had shoulder surgery and since then had noticed a surge in stimulation when walking or lying down in bed. The patient also felt like stimulation was not covering leg pain. The patient contacted her doctor to set up an appointment with a manufacturer representative (rep) but the rep couldn¿t meet for about two weeks. The patient was wondering if there was any way she could meet earlier. The patient was to follow-up with a healthcare professional.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient made an appointment with a manufacturer representative and they reprogrammed the limit. The surging and leg pain was reported to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.